Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the targeted location following its release. The valve was then snared into the ascending aorta in a safe position away from any vessels. A second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Potential factors that can result in a dislodged valve include tension applied on the delivery system during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Medtronic was unable to obtain information on the patient's weight. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.